Event description:
A report was received from a doctor regarding memorylens that was implanted in the patient's eye in 1999, which lens had opacified. At exam, the patient's visual acuity was 20/60. The patient has a pre-existing medical history of asteroid hyalitis. Although numerous attempts were made to contact the doctor, no additional information was obtained regarding this event.